Event description:
Per the territory manager (tm), during a tavr procedure using a 20mm sapien 3 ultra valve via transfemoral approach, the balloon ruptured upon deployment by the nose cone which was in the lvot which had no calcium. Based upon tee post deployment valve assessment it was determined the valve was fully expanded and functioning well. No further action was taken.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The commander delivery system (ds) was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided that showed a longitudinal balloon bust. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3u, device preparation manual, and the device training manual. Based on this review, no IFU/training deficiencies were identified. This event reports a balloon burst during thv deployment that has not resulted in patient harm or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. The complaint for balloon burst was confirmed by the provided imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of the device history record, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The complaint description states, "the balloon ruptured upon deployment, the valve was fully expanded". While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, the structure of the balloon wall may burst via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The case notes revealed +1 cc was added to the normal volume for inflation. The prescribed nominal inflation volume is provided in the IFU. The nominal inflation volume for a 20mm commander delivery system is 11ml. It is possible once the balloon was filled with volume past the target, it was subjected to pressures high enough to cause the balloon to burst and lead to the reported event. In this case, without applicable patient/procedural imagery, a conclusive root cause is unable to be determined. Available information suggests procedural factors (over-inflation) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.